Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer changing the cartridge and resuming insulin.